Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06118 it was reported that the device was unable to enter MRI mode. Lead diagnostics showed that lead 1 had high impedances < 3000 ohms on contacts 1 and 4-8. It was noted that patient fell many times and was also in a motor vehicle accident in june 2023. Surgical intervention was undertaken, and during procedure it was noted that lead 1 was fractured and lead 2 had migrated. Both leads were explanted and replaced. Effective therapy restored post-op.